Event description:
It was reported that the home patient (hp) set up the therapy using the wrong amount of solution and then disconnected aseptically without using an opticap on the patient line during fill three of four. The technical service representative (tsr) explained that the hp will need to end the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.